Event description:
The hosp reported that during an endoscopic vein harvesting procedure, a piece of the vasoview hemopro jaw boot detached in the leg. It was retrieved through the original incision. A new kit was used to complete the procedure. There were no pt effects reported. The product is returning.

Manufacturer narrative:
Maquet has not yet received the device. We will continue to pursue the receipt of the device and a f/u report will be sent when the investigation is completed. (B)(4).